Manufacturer narrative:
Tracking no: (B)(4).

Event description:
According to the reporter: during the setup for a robotic prostatectomy procedure, both the adapter and handle would accept the reload and close but would not fire. The handle accepted the adapters but would not fire. The adaptor was loaded onto a different handle and again the device would close but not fire the reload. The device was not used on the patient. A new handle and a new adapter was used to complete the procedure.